Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer (fse) verified the issue and confirmed with the customer that the device was not powering on, instructed the customer to disconnect the auxiliary drawers and power on the device, which successfully turned on, then guided the customer to disconnect and reconnect each drawer individually to isolate the faulty component, identifying drawer 6 as the cause of the issue, advised leaving drawer 6 unplugged. Fse then found that auxiliary drawer 6 had a defective controller board and pyxie bus module controller (pmc) board, replaced both components and tested the unit in the hardware test application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to turn on and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.